Event description:
Customer reported a crack in the pump and insulin leak from the bottom of the o-ring. Customer stated that the insulin is also visible in the reservoir compartment. Customer's current blood glucose reading is 95 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.